Event description:
Pt revised for osteolysis and polyethylene wear.

Manufacturer narrative:
The product was not returned for examination. Product info required to retrieve the device history records for review and search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear based on the lack of the product to examine and insufficient product info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update: this is a clinical patient, part/lot information received. (Left knee). The device and x-rays associated with this report were not returned. Review of the clinical patient profile form could not confirm the complaint. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.